Manufacturer narrative:
The pump powered up properly after battery installation. No blank or frozen display noted. The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The pump was monitored, and no blank display, frozen display, or unexpected power/battery alerts were noted during testing. All buttons functioned properly during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file reveals there were one (1) low battery alert [104] four (4) failed batt test (battery failed) alarm [58] one (1) change battery fault (replace battery) alert [73] one (1) off no power (replace battery now) alarm [11] one (1) batt out limit (power loss) alarm [6] no excessive or unusual power/battery-related alarms were noted in the history files. (Pending/place holder) the pump was cut open for visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. (Pending/place holder) a p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad. The complaints of blank and frozen display is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a frozen display with the insulin pump not starting up after a battery change, with no response from any button and no advancement of the time clock. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including advising the customer to disconnect from the pump, attempt a reset, and remove the battery, but the pump remained unresponsive; the customer was instructed that the pump will be replaced, to revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.